Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from lithuania alleged that they generated discrepant results for 22 patient¿s samples (tested in a single run) when tested with the cobas® sars-cov-2 test for use on the cobas® 6800/8800 systems. The samples were initially tested on cobas 6800 and generated positive results for sars-cov-2. The same samples were retested on both cobas 6800 and a competitor platform (seegene allplex) and generated negative results for sars-cov-2. The customer confirmed there was no allegation of harm to the patients. The negative results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. A batch MDR is being submitted to represent the 22 samples in this single run. This will represent one event on a single device as per FDA guidance

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
The investigation concluded that all of the alleged samples appear to have low titers, near the limit of detection. This is likely the reason why retests on the cobas® 6800 and the competitor platform returned negative results. Systemic contamination of the instrument is not likely, as individual samples show this effect. Sample contamination during preparation can not be excluded. Updated b5 to reflect that both positive and negative results were reported out (instead of negative results only). (B)(4).

Event description:
The positive and negative results were reported out to the patients and/or personnel treating the patients.